Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. Therefore, the investigation was based on the user facility information and the device history records. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find one other similar report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the carrier tube kinked. The following information was provided by the user: the physician took out the device from the pouch and inadvertently kinked the shaft of the carrier tube. The device was not used and another angio-seal device was used to achieve hemostasis. The physician had completed the training process on the device prior to this case. Hemostasis was successfully achieved by the second device. It was reported that there was no health damage to the patient.